Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the participant presented to the clinic with complaint of tightness in in her legs, hips, and low back and wanted to increase their baclofen dose. The participant did not notice any improvement in her muscle spasms with multiple doses increases. The side port was checked to see if the catheter was working and the healthcare provider had to "milk" the syringe to get a very small amount of fluid. Mostly there were bubbles in the tube. It was concluded that the catheter was not working. On (B)(6) 2024, the participant had a catheter revision. The issue had been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780, (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.